Event description:
It was reported that the patient expired on an unknown date. The patient's doctor stated that the patient succumbed to her very severe dystonia and her death was not related to the infusion pump for that reason. No device malfunction was alleged. The pump and catheter were returned to the manufacturer by the funeral home. The device system delivered gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis of the pump revealed no anomaly found. Analysis of the catheter (B)(4) revealed a user related hole in the catheter body.